Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the patient line of the homechoice cassette and transfer set which resulted in a leak. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient in ending the therapy session and setting up with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.